Manufacturer narrative:
Device lot number unknown. Additional 510(k) number k011028 and k013227. Product not returned to manufacturer.

Event description:
It was reported that the mount got stuck ((B)(4)) during the placement.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. The appropriate instructions for use were reviewed for the implant. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.